Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "arm 1 noise". In logs, the 23065 error was found indicating fault on the universal surgical manipulator (usm) yaw motor module, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where excessive noise was observed during sine cycle on the yaw. Once testing was completed, the yaw motor module was applied behavioral analysis tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 1 was making noise and was not working as expected. The intuitive tech support engineer (tse) reviewed the system logs noted and found that the user recovered error 23065. Usm 1 was abandoned and the procedure was continued with a 3-arm setup. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.